Event description:
The customer has 4 architect c4000 analyzers across 3 different sites. The abbott field service representative (fsr) was unable to inspect the analyzers per the requirements of a mandatory technical service bulletin (tsb), as the customer would not grant access to the analyzers. Abbott is therefore unable to determine if any damaged cuvette segments are present on the architect c4000 analyzers or in customer inventory. The customer stated that the instruments are not in use.

Manufacturer narrative:
Additional information was received indicating that the customer had another architect c4000 analyzer (sn (B)(4)) at another site and would not grant access to the field service representative to inspect the analyzer. Customer refused access to analyzers.

Event description:
The customer has 5 architect c4000 analyzers across 4 different sites. The abbott field service representative (fsr) was unable to inspect the analyzers per the requirements of a mandatory technical service bulletin (tsb), as the customer would not grant access to the analyzers. Abbott is therefore unable to determine if any damaged cuvette segments are present on the architect c4000 analyzers or in customer inventory. The customer stated that the instruments are not in use.

Manufacturer narrative:
(B)(4). The investigation identified cuvettes located within broken cuvette segments list number 2p75-01. This caused the specific cuvettes to be lower than the designed height, which resulted in samples not wicking-off into the cuvettes during dispense because the sample probe was not in contact with the cuvette bottom. In the case where cuvette segments are broken, discrepant results are not always flagged. No injuries or impact to patient management have been reported due to this issue. The investigation determined that if the integrity of a cuvette segment is compromised, cuvettes may become misaligned during the course of normal instrument operation, and the sample probe may fail to make contact with the bottom inner surface of affected cuvettes), which may lead to incorrect results. A mandatory technical service bulletin (tsb) on all c4000 instruments (effective january 15, 2015) was issued with an 18-month completion timeframe. This mandatory tsb instructs field service to: inspect all cuvette segments on the c4000 system and in customer inventory (if any) and on the c4000 system. Replace any identified broken cuvette segment. Replace any old segment (list number 2p75-01) with the new cuvette segment (7-207043-01) a worldwide quality hold for (B)(4) including final disposition to inspect has been issued. Customer refused access to analyzers.